Event description:
It was reported that the stent failed to expand requiring additional intervention. The stenosed target lesion was located in the lower limb artery. A 6 x 120 x 130 innova stent was selected for use. Two 5x150 innova stents were implanted. After the 6x120x130 stent was implanted, part of the stent did not fully deploy. The stenosis was 60%. During an attempt to implant a 5x19 express sd stent, the sd stent may have rubbed against the proximal end of the innova stent causing the wire at the tip of the sd stent to twist and knot. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable.